Event description:
Customer called to complain of low results. Phone review of the meter performance showed the standard strip was low out of range. It read 67 with a range of 72-98. The device was replaced and the defective one was returned for investigation.